Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod. The patient reports they had lost consciousness. In addition the patient reports having a urinary tract infection (uti). Once at the hospital the patient was treated with intravenous glucose as well as juice. The customer was released from the hospital after 1 day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.